Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #20 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician performed a graft procedure at the time of implant placement. An infection was involved in the event. The implant was removed on (B)(6) 2012, due to infection. Medical history: no significant findings.